Event description:
It was reported that during a ptca procedure, a dissection occurred. The lesion was located in the left main (lm) coronary artery. During advancement of the impulse diagnostic catheter a dissection was noted. The dissection was treated with a 3.5x8mm taxus drug eluting stent. The procedure was successfully completed with a different device. A 5fr cordis introducer sheath was also used in the procedure. Pt status is reported as 'fine.' Additional info has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined.